Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The issue was determined to be caused by not selecting the correct navigation on the mobile view station (mvs) of the imaging system. The system passed a system checkout and was determined to be operational condition.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system could not get a green line of communication with the imaging system. Site noted that the imaging system had no issues connecting to navigation. Ip addresses confirmed. Attempted reboot of both systems with and without network cable connected without resolution. Surgeon opted to abort navigation as a result of the issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.